Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances was unknown. The rep reprogrammed around the high impedance electrode. The high impedances weren¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient had high impedance on contact 3 showing over 40,000 ohms. All pairs with contact 3 were also showing over 40,000 ohms. The rep didn¿t know what the patient¿s impedances were during intra-operative. No further com plications were reported.